Event description:
It was reported that the customer was hospitalized due to diabetes, large ketones, and high blood glucose of 385mg/dl. It was stated that the customer was experiencing unexplained high glucose for two days. Troubleshooting was performed. Reviewed the alarm history and found a low reservoir alarm prior to her admission. It was stated that the infusion set was not change to resolve the issue. The programming, bolus, and basal were correct. Ran a fixed prime test and passed. It was mentioned that redness was found at some sites. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.